Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6001658, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001658 was manufactured according to the work instruction (wi) version 14 and packaged the multivac m10 on 09/jun/2023, with a total of (B)(4) units. An extended for missing connector extra was performed for the outgoing test 4(g). The sub-assembly: cannula part of the lot 3e05693 was manufactured according to the wi version 11 and manufactured in the machine lc04, on 31/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Events occurred within 3 hours of insertion. The insertion site was the abdomen. No further information available.